Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with lcd cracked on pcb. Investigation started with a visual inspection, then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer's reported issue was confirmed. According the investigation, the reported issue was caused by forced impact (customer induce). The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system lcd was unreadable and unable to read the temp. No adverse effects reported.